Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 368 mg/dl. The customer was experiencing the following symptoms of felt weak and ketones. The customer was treated with IV insulin drip. Customer was admitted to the hospital. The healthcare provider recommended that the customer go to emergency because of high ketones. The customer was on manual injection at the time of emergency. The customer also reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 368 mg/dl. The customer was advised that the transmitter did not communicate due to an incorrect ID.